Event description:
Since the patient¿s last recharging session, where the implantable neurostimulator (ins) is located, it feels like someone has put a blowtorch to it. If the patient turns a certain way it ¿sets him on fire.¿ it keeps getting worse and worse. Two weeks ago the patient noted burning in left hand corner of the ins and pocket when the unit is on. Evaluation and impedance check has not occurred but will be performed in the future, the patient was referred to a company representative closer to his home. It was also reported, that starting a year ago, recharging the implant makes the patient sick to his stomach. A company representative was notified of this issue and it was determined that it wasn¿t a ¿big deal¿ and the patient thinks he can just deal with it. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
The company representative reported that the patient was seen on (B)(4) 2015 and impedances were normal. The patient was told to follow up with provider if the sensation continued. The patient was also advised to limit charging to 1.5 hours each time. No cause of the event was identified. Coverage was reported to be appropriate.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).